Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and three months post filter deployment, computed tomography revealed inferior vena cava filter in place. Approximately seven months later, patient presented with abdominal pain. Subsequent, computed tomography revealed one of the primary struts of the inferior vena cava filter was noted to course in an abnormal trajectory posteriorly outside the lumen of the inferior vena cava which appeared to be embedded within the posterior wall of the aorta. Approximately a few days later, patient scheduled for filter retrieval. Successful retrieval of a bard inferior vena cava filter in its entirety. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter struts perforated. The device was removed percutaneously. The current status of the patient is unknown.